Event description:
During follow-up, oversensing of noise leading to episodes of inappropriate automatic mode switch was observed on the right atrial (ra) lead. No intervention was performed. The patient was stable and there were no adverse consequences.